Event description:
The monopolar curved scissors instrument reportedly became broken during a da vinci si surgical procedure. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering found a damaged tube extension, broken cable, and micro-cracks on the main tube. The tube extension was found broken and was also missing a 0.160 x 0.200 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. One grip close cable was broken within the main tube near the tube extension breakage location. Other cables at the instrument's wrist were not damaged. Engineering was unable to conclude if the tube extension breakage contributed to cable breakage. Any potential fragments from the damaged tube extension or broken cable would likely be retained by use of tip cover. The clinical risk evaluation performed on the health hazard assessment for the monopolar curve scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. The distal end of main tube exhibited a couple of micro-cracks in the axial direction. Cracks were under 0.400 in length. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. No other damage was found. Evidence not conclusive, but damages to the tube extension may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the micro-cracks found on the main tube found during failure analysis may cause or contribute to an adverse event, if they were to reoccur.